Event description:
Increased incidence of positives and false positives using architect havab-m compared to axsym havab-m. A <1% grayzone/positive using axsym havab-m. An 8.8% grayzone/positive using architect havab-m. Of 13 initially positive/grayzone results, 3 repeated as negative on the architect. Two were not retested on axsym. Eight repeated as positive/grayzone on the architect but were negative by the axsym method. A 62% false positives comparing axsym to architect. Dates of use: #1: (B)(6) 2010; #2: (B)(6) 2010. Diagnosis or reason for use: viral hepatitis.